Event description:
It was reported to medtronic neurosurgery that the condition of a patient who was implanted with a cardiac catheter on (B)(6) 2015, had deteriorated. The report stated that the cerebrospinal fluid was not flowing in the natural condition. According to the report, the catheter was replaced on (B)(6) 2015.

Manufacturer narrative:
Approximately 25 cm of the catheter was returned. The returned catheter was patent. However it did not meet the requirements for leak testing due to a tear approximately 3 cm from the distal slits. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears.¿ a review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).